Event description:
The facility reported a failure code 818:04 which occurred during biomed testing. Investigation of the pump by baxter revealed the actual failure code that occurred was 810:04. The hospital representative stated they have no record of any pt incident since the last baxter service event.